Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and rec'd a reading of 426 mg/dl. He retested using another meter and rec'd a reading of 125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid. The customer did not allege any adverse events. The customer declined troubleshooting. He also declined giving any personal or product info before ending the call. No product will be returned.